Manufacturer narrative:
Common device name: culture media, non-selective and non-differential. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the plate tsa sb 5% 100mm 10ea that there was contamination . The following information was provided by the initial reporter: contaminated culture medium.

Manufacturer narrative:
H6. Investigation summary: a claim was received from the client grupo larochelle where contamination was reported in a unit with catalog plate 220150 lot2293842 for which the following was reviewed: review of the batch file: verifying that all the processes were followed effectively during the manufacture of the product, likewise the batch was analyzed by the quality control department and the results were satisfactory for the release of the batch. Analysis of client samples: the client sends a photograph where a unit with the presence of bacterial contamination can be observed. The arrangement of the present colony suggests that the contamination is due to the partial opening of the plate in a contaminated environment, since the colony is close to the edge of the plate and not evenly distributed. This type of growth can also be observed by splashing, for example from the condensation water itself, however in this photograph its presence is not observed. Analysis of retention samples: the retention samples (20un) were reviewed without detecting the presence of microbial growth neither on the surface nor internally. Conclusion: it is concluded that the event reported by the client is classified as confirmed based on the photographic evidence provided by the client, however, a root cause attributable to failure in any of the controls in the processes during the production process was not identified. Or storage while the product was kept under the custody of bd. It is worth mentioning that for the contamination defect, a contaminated unit for the lot size is acceptable within the specification criteria.

Event description:
It was reported that while using the plate tsa sb 5% 100mm 10ea that there was contamination. The following information was provided by the initial reporter: contaminated culture medium.